Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after he got caught in a little bit of rain. He stated that the insulin pump also alarmed battery out limit. He stated that he had tried 3 different batteries, but the insulin pump continued to alarm button error. The customer's most recent blood glucose was 98 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button error alarm during our testing. All of the buttons are functioning properly during testing however, found moisture damage to the keypad traces during our visual inspection. The insulin pump has normal operating currents and was monitored for several days and no battery out limit alarms occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.